Event description:
A 2-week-old female experienced left chest/axillary erythema, edema, rash, skin tears, maceration, purulent drainage and a 3cm x 6cm blister, less than 24-hours post application of 3m¿ red dot¿ neonatal, pre-wired, radiolucent monitoring electrode with clear tape, 2269t lot 202407ab. Medical treatment was reportedly required and was noted as wound care. Exufiber® ag+ with hydrolock® and allevyn silicone dressings were applied for 4 days, as the blisters drained the purulent fluid. Subsequently, the allevyn silicone dressings were utilized for 3 additional days. The symptoms reportedly resolved after 5 days.

Manufacturer narrative:
Patient identifier: not available. A sample was not returned. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether an electrode was the root cause. This is an on-going low-level issue which was identified through customer complaints. Multiple studies are regularly conducted that have demonstrated appropriate device biocompatibility and safety performance criteria when the device is used appropriately on humans. Known failure modes include allergies and sensitivities to adhesives or other components and incorrect use of product.